Event description:
It was reported that during lens insertion the lens bent. The incision was enlarged to remove the lens and another lens was implanted. Sutures were placed. Please reference MDR # 1119279-2014-00252 for the inserter used in this event.

Manufacturer narrative:
The device was received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.